Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/11/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3. MFR retained sample analysis: investigation summary. Actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. The following information was requested, but unavailable: what was the quantity of blood loss? All answers above are unobtainable. Once there is any update, we will update the information. Was any medical or surgical intervention (other than re-suturing during the same procedure) required due to the intra-op suture breakage or the increased intra-op bleeding? If yes, please describe. Were there any adverse patient consequences? If yes, please specify what is the current condition of the patient? Device being returned? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the quantity of blood loss? Was any medical or surgical intervention (other than re-suturing during the same procedure) required due to the intra-op suture breakage or the increased intra-op bleeding? If yes, please describe. Were there any adverse patient consequences? If yes, please specify what is the current condition of the patient? Device being returned?

Event description:
It was reported that a patient underwent a surgical treatment for lumbar disc herniation on (B)(6) 2021 and suture was used. During the procedure, hemostasis was performed by sewing and ligation. Then the suture suddenly broke, the bleeding increased suddenly, and the visual field was affected. The doctor immediately replaced the suture and found the bleeding point and sutured again and completed the surgery. There were no adverse patient consequences reported. Additional information was requested.